Manufacturer narrative:
(B)(4). The customer disagrees with a shock advisory decision while the device was in the AED mode. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer disagrees with a shock advisory decision while the device was in the AED mode.